Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va091x7, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va091x7, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported that the patient had visited the emergency department for a headache that the patient had been experiencing since the procedure on (B)(6) 2013. The patient was encouragedto hydrate and take pain medication if needed. The patient was administered 5mg oxycodone during the visit. Imaging was done on (B)(6) 2013 and was normal for the patient. The outcome was resolved without sequelae on (B)(6) 2013. The patient's indication for use is movement disorders and other.